Event description:
Customer reported that the insulin pump alarmed and insulin is squirting out during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk.